Manufacturer narrative:
Further information requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-94456 related manufacturer reference number: 2017865-2023-94457 it was reported a patient's right ventricular (rv) lead presented with cardiac perforation and noise. The rv lead was attempted to be revised in a procedure on (B)(6) 2023, however the rv lead helix was not able to be screwed back in and the patient experienced thrombosis. Because of this, the entire system, including the implantable cardioverter defibrillator (ICD) and atrial lead, was removed. Post-procedure the patient status was unknown.